Manufacturer narrative:
H6: device code a010402 captures the reportable event of stent migration. Upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis did not identify any damages to the returned device and could not confirm the reported event since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The stent box, positioner and suture were also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was used in a removal of kidney stones procedure. During the procedure, when the stent was placed in the ureter, the stent could not be held on and fell off, causing it to migrate. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a percuflex plus ureteral stent was used in a removal of kidney stones procedure. During the procedure, when the stent was placed in the ureter, the stent could not be held on and fell off, causing it to migrate. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration.